Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the ventilator exhibited technical failures, specifically error messages 300, 344, 345, 347 and 316. No patient involvement was reported.